Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
The patient underwent a mechanical thrombectomy procedure for a clot located at the left m1 segment with the subject retriever and a competitor device. After one pass with the subject retriever, a thrombolysis in cerebral infarction (tici) score of 2b and reperfusion was obtained. However, during the retraction of the subject retriever asymptomatic intracranial hemorrhage was noticed. No medical treatment was administered; however, the event was resolved without residual effect. No further information is available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage is a known risk associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
The patient underwent a mechanical thrombectomy procedure for a clot located at the left m1 segment with the subject retriever and a competitor device. After one pass with the subject retriever, a thrombolysis in cerebral infarction (tici) score of 2b and reperfusion was obtained. However, during the retraction of the subject retriever asymptomatic intracranial hemorrhage was noticed. No medical treatment was administered; however, the event was resolved without residual effect. No further information is available.